Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon material left inside me - vagina [foreign body in reproductive tract]. Material broke off - tampon [device breakage]. Tampon material left inside on removal [complication of device removal]. Case narrative: consumer reported via e-mail that a quarter of the tampon broke off during removal. No serious injury reported.

Event description:
Tampon material left inside me - vagina [foreign body in reproductive tract] material broke off - tampon [device breakage] tampon material left inside on removal [complication of device removal] case narrative: consumer reported via e-mail that a quarter of the tampon broke off during removal. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on december 29, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon material left inside me - vagina [foreign body in reproductive tract] . Material broke off - tampon [device breakage]. Tampon material left inside on removal [complication of device removal] . Case narrative: consumer reported via e-mail that a quarter of the tampon broke off during removal. No serious injury reported.